Manufacturer narrative:
Additional information: additional information provided indicated that the tech was trying to load the lens and the leg came out. She could not get it back into the device and the surgeon examined and wanted a new lens. No issues with the lens its self. Never implanted into patient. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no non-conformity reports, no discrepancies and no deviations for similar issues were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: unknown/not provided. There is no indication that the intraocular lens was implanted. If explanted, give date: unknown/not provided. There is no indication that the intraocular lens was implanted or explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported defective intraocular lens (iol). No further information was provided.